Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the dialysis patient's contact that cycler alarm with air detected in cassette during drain 3 of 5. The treatment was cancelled. Upon removing the cassette, there was fluid leaking inside of the cycler door. Patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the leak did not result in any adverse events. Prophylactic antibiotics were not prescribed. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. Patient was performing continuous cycling peritoneal dialysis after the event. The set was discarded.